Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - event site state - (B)(6). Additional contact person - (B)(6). Esp personnel was on call to evaluate and troubleshoot the unit. The customer initially exchanges the cardiosave console ((B)(6)) to another one cardiosave ((B)(6)). However, the customer reported that the gas loss alarms persisted and increased in frequency to about 4 to 5 times an hour. The customer confirmed that no blood visible in the helium tubing and that all connections are secured, and therapy was resumed each time using the iab fill and start keys. The customer also noted that the patient was restless in bed. The customer reported a fiber-optic sensor failure had occurred on the catheter a few days ago and the fiber-optic aortic pressure (fo ap) had not been used since that time. During a shift change, esp personnel were handed off to the incoming rn, who stated they would call back after report to continue troubleshooting. No return call was received, and esp personnel re-established contact at 11:29 pm est. The customer reported the alarm was still occurring about 3-4 times an hour and again confirmed no blood was visible in the helium tubing. The customer states the original cardiosave used and replaced is the (B)(6) and the one currently being used is (B)(6). The customer confirmed the catheter was femorally inserted. Esp personnel reviewed best practices for patient positioning, including repositioning to address the possibility of an internal catheter kink at the inguinal crease. No external kinks were observed. At 8:26 am the following day on (B)(6) 2026 the customer calls and states the pump is now stating there is an ¿autofill failure¿ message when trying to restart the pump after a ¿gas loss¿ alarm. The customer exchanged consoles again, returning to (B)(6), which displayed a ¿safety disc replacement due¿ message upon startup. This console also generated an ¿autofill failure¿ message when therapy was initiated. After all attempts at manipulation of the patient position and restarting therapy more than a dozen times have failed. Esp personnel recommended removal and replacement of the iab catheter. They attempted to swap consoles one more time back to (B)(6) which is unsuccessful. At that time, the customer stated the patient would likely be taken to the cardiac catheterization lab (ccl) for catheter removal and replacement. The customer confirmed they would remind staff to retain the iab catheter for return.

Event description:
It was reported via emergency support program that cardiosave intra-aortic balloon pump (iabp) with serial number (B)(6) experienced gas loss alarm. The hospital staff exchanged the console but experienced gas loss and autofill failure alarm on the second pump (serial number (B)(6)) as well. The exchanged the console again and used the first cardiosave pump. However, the pump had autofill failure alarm and safety disk replacement message. No patient injury or harm reported.